Manufacturer narrative:
Additional information: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and a non-baxter adaptor which resulted in peritonitis. It was reported after the ¿miniset line dropped off¿ the adaptor, the patient ¿soaked the miniset in betadine and then reapplied¿. The cause of the disconnection was not reported. It was reported the patient ¿presented to the unit¿. Four days after the event, the patient began treatment with intraperitoneal (ip) cefazolin (I g, for 10 days, frequency not reported) and ip gentamicin (40mg, for 31 days, frequency not reported). It was reported the patient was treated on an outpatient basis. Fourteen days after the event, the patient was recovered from the peritonitis and ¿remains well¿. Pd therapy was ongoing. No additional information is available.